Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported having an magnetic resonance imaging (MRI) scan after implant without surescan protocol being followed. The ipg remains in use. No patient complications have been reported as a result of this event.